Event description:
While attempting to advance a 5f vari-lase sheath over a 0.035in. Guidewire into the pt's left saphenous vein, resistance was felt. The physician injected a small amount of anesthetic solution and continued to advance the sheath. Resistance was still felt, so the physician removed the sheath. Resistance was felt while removing the sheath, and upon removal, the physician observed that the sheath appeared to be "stretched" and the distal 10cm of the sheath was missing. The sheath segment was in the pt's left saphenous vein and the physician was unable to recover the segment. No pt symptoms or complications were reported.

Manufacturer narrative:
Results; description. No similar reports have been made to vsi for this lot number (lot #301831). The device was returned to vsi and evaluated. Also, a simulated-use experiment recreated a similar device condition as the returned device. Conclusion; description. Although a similar device condition as the returned device was recreated in a simulated-use experiment, a conclusion as to the cause of the stretched sheath could not be made.